Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient experienced skin ulceration on the stomach when she sleeps on her stomach or wears tight pants. Patient says she regularly wears sensors beyond 7 days. At the time of the call the patient reported feeling fine and that she is healing. She stated it will not leave any permanent damage and she will not seek any medical intervention. On (B)(6) 2014 patient reported she has recovered and sent photos to technical support.